Event description:
It was reported that a user experienced persistent scan errors when attempting to scan a freestyle libre 3 plus sensor despite rescanning, force-closing and reopening the app, restarting the phone, and deleting and reinstalling the app. No adverse clinical symptoms reported. Outcomes included the need to replace the sensor and referral to the sensor manufacturer¿s support for replacement confirmation. User support included guided troubleshooting and education, including multiple rescan attempts and app and device restarts. Investigation of this case revealed a suspected faulty sensor, consistent with prior reports of sensor communication failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sensor.